Event description:
It was reported that this cardiac resynchronization therapy defibrillator (CRT-D) device recorded Signal Artifact Monitor (SAM) events and exhibited high out of range pacing impedance measurements, measuring greater than 3000 Ohms on the right atrial (RA) channel. Technical Services (TS) suspected lead damage and recommended further testing in the clinic with isometrics, pocket manipulation and serial impedances. This device remains in service. No adverse patient effects were reported.